Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cartridge leaked. Reportedly, the cartridge will spray out insulin if filled over 150 units. Multiple follow-up attempts were made by tandem technical support; however no response was received. There was no reported adverse impact to the customer's blood glucose level.